Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a missing sensor wire. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated that they initially believed the sensor wire may have been retained in the skin. Further contact was made with the patient on (B)(6) 2017 and the patient stated that an ultrasound was performed, and the ultrasound results showed no evidence of a retained sensor wire. No additional patient or event information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.